Manufacturer narrative:
Component code: g03001. An abbott field service representative (fsr) was dispatched due to the customer reporting falsely depressed sodium results on the architect c8000, serial number (B)(6). Through an extensive investigation, the fsr found the nozzle # 5 was clogged and leaking. The nozzle, #1, #4 & #5, part number 7-93256-02, was replaced, which resolved the customer¿s complaint. No subsequent issues have been reported. A review of the instrument history revealed no contributing factors described in this complaint. A review of labeling and historical data was done, and both were adequate, with no trends found. Based on all available information and abbott diagnostics' complaint investigation, no product deficiency was identified.

Manufacturer narrative:
(B)(4). Was this device serviced by a third party? No. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Patient identifier complete entry = sample ID (B)(6). All available patient information was included. Additional patient details are not available.

Event description:
The customer observed a falsely decreased sodium (na) and potassium (k) result for two patients on an architect c8000 analyzer. The following data was provided (customer¿s na reference range is 136-145 meq/l; customer¿s k reference range is 3.5-5.2 meq/l): sample ID (B)(6) initial na result was 118, repeat was 139 meq/l. Sample ID (B)(6) initial k result was 2.1, repeat was 4.8 meq/l additional laboratory results were provided for sample ID (B)(6), which are not discrepant: chloride results were 99 and 108 meq/l; customer¿s reference range is 98-109 meq/l potassium results were 3.9 and 4.4 meq/l dldl results were 29.6 and 64.6 mg/dl; customer¿s reference range is 0.0-100.0 mg/dl. There was no impact to patient management reported.

Manufacturer narrative:
This follow up is submitted, to populate fields d8 and/or h6 with data, that had previously been provided in field h10. There is no change to the content of the data.